Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving dilaudid (20 mg/ml at 2.8mg/day) via an implantable infusion pump. The indication for use was unknown. It was reported that the patient¿s pump was not working ¿like it did¿, and the patient had a possible catheter obstruction. The patient denied falling, and it was unknown if there were any other environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and the hcp was not able to aspirate from catheter access port (cap). A catheter revision or replacement was planned, but not yet scheduled. The issue was not resolved at the time of the report. The status of the patient at the time of report was ¿alive - no injury¿. The patient¿s weight and medical history were asked but were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.